Manufacturer narrative:
Full initial reporter name: mr. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check discovered by the customer, the cs300 intra-aortic balloon pump (iabp) displaying autofill failure alarm. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the device and confirmed the reported issue. Enter into service diagnostic and observed excessive leakage from pneumatic assembly. Performed safety disk leak test and observed 'disk not plugged' error during test. Required drive manifold assembly with pneumatic reservoir for testing purpose. Further diagnosis will be done after replacement of the same. The fse replaced the drive manifold (0104-00-0018), pneumatic reservoir (0202-00-0127) and purge valve assembly (d104-00-0026) which rectified the fault. Device passed the pall performance and functional tests according to factory specifications. Device was returned to customer and cleared for clinical use.